Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose reached the 300's mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.